Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated 'cannot pass accessory through inlet port-forceps won't go through biopsy channel' for video gastroscope model eg29-i10/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The video gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a piece of material lodged in the biopsy inlet piece. This finding confirmed the customer's complaint. Other inspectional findings included: -dry/wet leak tests passed. -left light carrying bundle distal cover glass cracked. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2016 stating the user became aware of the blockage during the procedure. The gastroscope was removed from use. A new scope was used to complete the procedure. No injury or issues were reported to have occurred with the patient. Pentax medical replaced the following components on the video gastroscope involved in the event: -o-rings and seals. -lcb distal cover glass. -biopsy inlet t-piece. The video gastroscope was returned to the customer on 10/12/2016.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
According to the instructions for use (IFU) for reprocessing/maintenance of pentax video upper gi scopes, it states "prior to "automated reprocessing" check and confirm the lumens/channels to ensure that all internal channels are unblocked and/or unclogged". A device history review was performed on 14/sep/2017 confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.